Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the pink tube did not fill, and the pink piece remained in the steel tube holder on one (1) tube. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 (one) photo was provided for investigation. The photo was reviewed and the indicated failure mode for no fill/no vacuum and improper assembly was observed. Additionally, 20 (twenty) retention samples from bd inventory were evaluated by draw-tested with deionized water and the issue of no fill/no vacuum and improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of no fill/no vacuum based on the customer photo analysis, but unable to confirm for indicated failure of improper assembly. This complaint is unable to be confirmed for the indicated failure mode of no fill/no vacuum and improper assembly based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the pink tube did not fill, and the pink piece remained in the steel tube holder on one (1) tube. No patient impact reported.